Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic for device upgrade. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high capture thresholds and high pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.